Event description:
It was reported by service report that the fowler would not lower. No adverse consequences have been reported.

Manufacturer narrative:
Fowler. Add'l info found to be relevant by the MFR will be added to the investigation and a f/u MDR will be submitted.